Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "good functional outcomes and low infection rates in total hip arthroplasty in hiv-positive patients, provided there is strict compliance with highly active antiretroviral therapy" written by shahil rajcoomar, mbchb(ukzn), mrcs(eng), riona rajcoomar, msc physiotherapy, michael rafferty, mbbs, frcs (ortho), dick van der jagt, mbbch(wits), fcs(sa)orth, lipalo mokete, mbchb(uct), frcs(eng), fcorth(sa) ortho, and jurek r.t. Pietrzak, mbbch(wits), fcorth(sa) published by the journal of arthroplasty accepted by publisher 11 august 2020 was reviewed. The article's purpose was to describe the mid-term outcomes of tha in hiv-positive patients and risk factors for postoperative infections and poor outcomes. Data was compiled from 87 patients with 102 thas (15 patients had bilateral thas) with age range 24-73 years (66 women and 21 men). Depuy corail stems and pinnacle cups were utilized, and bearing surfaces with cop (19), coc (57), and mop (26). Article reports that highly active antiretrovial therapy and patient compliance is an important factor in good long term outcomes in hiv positive patients undergoing tha. The article does not specify which bearing surfaces are associated with the adverse events. Depuy products: corail stem, pinnacle cups, femoral head (metal or ceramic), liners (poly or ceramic) adverse events: deep periprosthetic joint infection (treated by revision and or debridement, antibiotics, irrigation and retention of implant). Periprosthetic femural fracture (treated by orif). Nosocomial pneumonia (treated by intensive therapy unit and IV antibiotics). Atelecstasis (treated by intesive therapy unit and pulmonologist care). Anemia (treated by blood transfusion. Wound dehiscense (treated by oral antibiotics and wound care).